Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt had called for help with entering MRI mode to check eligibility, but their implant battery was too low to be found by their controller. Pt mentioned that they had not noticed the implant battery ran out, and said they had to charge all the time because they use pretty high intensity settings. Pt stated the charging issue wasn't as bad right when they got their implant programmed, but they felt like the charge frequency had been increasing over time. Troubleshooting instructed pt to attempt a recharge session. Pt reported their controller showed 'no device found [16]', troubleshooting instructed pt to hit 'recharge' and then pt saw passive recharge screen 'trying to recharge [50]' ¿ 98-98-99. After a few minutes, pt was able to start recharging the implant with excellent quality. Troubleshooting instructed pt how to access MRI mode once their implant has more charge. The charging frequency issue was not resolved. Pt seemed to be understanding of why their implant battery would deplete quickly. Pt mentioned they  weren't getting relief. Pt stated they had taken a pain pill prior to calling patient services. Additional information received from the consumer reported that when the battery was charged up it would use the power up too fast even set on 6-7. Adjustments were made but they didn¿t hold up very long. The battery was replaced and the patient still had pain from the placement. The patient stated sometimes that pain was worse then their pain from failed lower back surgeries so they sometimes take too long to recharge the device. The patient noted that if they can wait they believe its no longer that effective. The cause of the battery draining quickly was they had to increase settings due to greater pain, but they thought the battery still depleted faster than it should. The patient had the device replaced but the issue was not resolved. The patient mentioned they may just be tired of having to recharge so often or that the results seem to be diminishing and they were going to have a CT scan to reevaluate their care.